Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information becomes available, a follow-up medwatch will be submitted.

Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 08:10:44. During night drain cycle four, the patient's ultrafiltration reading was 1557ml, indicating the home patient (hp) drained 1557ml more than their maximum programmed fill volume of 2500ml. No additional information is available.